Event description:
It was observed that during the device evaluation, the scope exhibited a sticky universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation the sticky universal cord was likely due to degradation of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.